Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm voluma® xc. The next day the patient ¿started experiencing bruising and a vascular occlusion on an unknown location and pain behind eye.¿ that same day patient had the filler dissolved and received steroids, nitro paste, and aspirin as treatment. The following day patient noticed floaters in their eye. Patient received cta on their brain which showed "small filling defect". Patient's hcp thought filler may have migrated to angular artery. Patient had capillary reflex testing which showed blanching in the corner of eye. The symptoms have resolved 2 days after the initial injections, however patient's physician recommended bed rest for 24 hours with head raised at 30 degrees.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.